Event description:
It was reported that a patient's implantable cardioverter defibrillator (ICD) was in backup mode with no high voltage therapies active. No changes or interventions were reported. The patient condition was not known.

Event description:
Additional information received indicates that the backup mode was due to MRI exam without switching the device to MRI mode. The device was restored back to normal settings. There were no patient consequences.